Event description:
It was reported that shaft break occurred. A 12 x 2.25mm promus premier select drug eluting stent was selected for procedure. During procedure, it was noticed that the shaft was broken at the stent connection area when the device was advancing. The procedure successfully completed with another promus premier select device. There were no patient complications reported.

Manufacturer narrative:
B3 date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. Examination of the hypotube found a break at 21.6 cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. There was no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. Inspection of the remainder of the device presented no other damage or irregularities. B3 date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was reported that shaft break occurred. A 12 x 2.25mm promus premier select drug eluting stent was selected for procedure. During procedure, it was noticed that the shaft was broken at the stent connection area when the device was advancing. The procedure successfully completed with another promus premier select device. There were no patient complications reported.